Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that the end user has experienced a red area around parastomal skin and pimple like rash under tape collar. Reports has been cleansing with wound cleanser and patting dry; then applies an adhesive remover then skin prep and applies wafer. Discussed skin care and sizing of appliance. The end users subsequent outcome was not reported.